Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". According to the customer: "customer reported that the pump finished the infusing before the programmed time."

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun são gonçalo, brazil: the user did not report the date of the occurrence and did not inform the volume or flow that was in use; without this information there is nothing to search in the usage history. As the user did not provide the necessary information for the investigation, functional tests for attesting that the equipment is operational were performed. "The equipment passed the functional tests. Technical complaint of unconfirmed infusion error".